Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported approximately one and a half weeks after having a primary reverse shoulder arthroplasty procedure, the patient's glenosphere disassociated post-op. The following arthrex parts were implanted during the primary procedure that took place on (B)(6) 2018: ar-9507s // lot: 10232680, ar-9165-25nl // lot: 10221985, ar-9120-03 // lot: 18.00430, ar-9145-30 // lot: 18.00677, ar-9145-24 // lot: 18.00574, ar-9504l-04 // lot: 18.00719, ar-9501-06p // lot: 170151305, ar-9502f-42cpc // lot: 170161207, ar-9550-06 // lot: 18.00355, ar-9503l-03c // lot: 18.00110. It is unknown if the patient was experiencing any pain or discomfort. The disassociation was discovered approximately one and a half weeks post-op during physical therapy. A revision procedure was performed on (B)(6) 2018. The rep stated copies of x-ray's are not available, nor were any pictures taken. The primary and revision procedure were performed by the same surgeon and took place at the same facility. The following arthrex parts were explanted during the revision procedure: ar-9504l-04 // lot: 18.00719, ar-9550-06 // lot: 18.00355, ar-9503l-03c // lot: 18.00110. The following arthrex parts were implanted during the revision procedure: ar-9504l-04 // lot: 18.00719, ar-9550-06 // lot: 160147410, ar-9503l-03c // lot: 170005110. Additional information received on 07/18/2019: the rep confirmed all explanted devices were discarded.